Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during the usage of the device the optics get burned. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The complaint is not confirmed., (1) unpackaged ar-9800 was received for investigation. Visual inspection did not identify any apparent issues with the device. Functional testing revealed the device works as expected. The complaint allegation involves a device's "optics." The only part of an ar-9800 that is optical in nature is the device's screen. The screen had no apparent issues when testing was performed.